Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided therefore device history record cannot be investigated. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded by user.

Event description:
It was reported that on (B)(6) 2016, surgeon was performing a lateral ankle reconstruction. During placement of the third tenodesis screw into the calcaneus, there was complication. A 4.0 profile drill was used to prepare the drill tunnel for the 3.5mm palmaris tendon autograft, and a 4.75x15mm bio-composite tenodesis screw. Sales rep reports that the surgeon chose this screw size versus the technique suggestion of 6.5mm screw, because of the smaller size of the graft. Surgeon made a full tunnel through the calcaneus versus using blind tunnel technique. The graft was pulled into the tunnel and the surgeon went to place his tenodesis screw. The visibility was difficult due to blood because the tourniquet was down. Surgeon placed the screw into what he thought was the drill tunnel, but it came off his driver with no resistance and disappeared into the patient's ankle. It was confirmed that it was indeed the 4.0mm profile drill used to make the tunnel, so the 4.75 screw could not have been placed into an oversized drill tunnel. The surgeon proceeded to look for the screw for 1.5 hours. Surgeon tried fluoroscopy, which was not successful and tried ultrasound but still did not find the screw. Sales rep reports it was hypothesized that it might be in the subtalar space. The surgeon used a second 4.75mm tenodesis screw to secure the graft into the calcaneal bone tunnel. Graft fixation was completed, and surgeon closed the patient with the un-retrieved tenodesis screw remaining in the ankle. A second surgery was performed (B)(6) 2016 to remove the loose body screw. Same surgeon performed both original and second surgery at same facility. The patient is reported to be without complication post second surgery.